Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA device problem code:(B)(4). FDA patient problem code: (B)(4). Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0078435. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. The sample came in an opened packaging blister and a visual inspection was performed. The plunger rod-rubber stopper is at the 5ml mark, inside the syringe there is a piece of plunger rod thumb press. The one photo provided shows the sample received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the syringe assembly process. It may have happened that a plunger rod got damaged during a jam and the piece of plastic ended up in a barrel before the plunger rod-rubber stopper was assembled. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: "foreign matter"